Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 29 february 2024,senseonics was made aware of an adverse event where physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. No further investigation is required. B4. Date of this report updated to 30 november 2024. G3 date received by the manufacturer? 07 november 2024.